Manufacturer narrative:
The console was evaluated and repaired in the field on (B)(6) 2018. Parameters were not displayed anymore on the touch screen. Replaced top cover successfully. Laser works properly according to boston scientific specifications. The suspected malfunctioning touch screen has not been returned for evaluation.

Event description:
It was reported that during a prostate procedure, with a patient on the table, the screen turned black. The procedure was not completed due to this event. There was no patient injury reported.

Manufacturer narrative:
As previously reported: service in the field was performed on february 01, 2018. The fru, lcd with cvr, xps, rohs (s/n: (B)(4)) was received at the manufacture on april 03, 2018 and was sent to the supplier.